Manufacturer narrative:
The technician found both the motor control board and the caregiver control are the cause of the malfunction. Repairs have not been completed.

Event description:
Information received indicates the bed will not go into trendelenburg.